Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument ignited. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the information source was present during the event. The instrument ignited during use. There was no damage to the instrument or accessory. Dissecting was being performed at the time when the event occurred. Maryland bipolar, fenestrated bipolar, cadiere forceps were in use when the event occurred. Vio 3 was used on autocut3 /softcoag6 settings. The instrument was in use for about an hour prior to the arcing event. There was no injury to the patient. The patient has not returned to the hospital with any complaints. The surgeon believed that the burned tissue stuck on the tip of the instrument caused the arcing event. The instrument was inspected prior to use. The instrument was connected properly. There was no instrument collision. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.